Event description:
Per pt, missed 1 dose glatiramer on monday (B)(6) 2019 due to whisperject device not working properly. Whisperject stuck and couldn't deliver any med. Pt injected with whisperject again on tuesday (B)(6) 2019 and only received half dose. Ppt half of medication left inside the pfs.